Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, since the subject device was not returned to olympus for evaluation, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2024-00041.

Event description:
Olympus received a voluntary medwatch in which during the procedure, the oes cystonephrofiberscope broke off in the patient. The patient returned to the operating room for removal. The piece of the scope was retrieved and was discarded.